Event description:
This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development event evaluation revealed the insertion handle was assembled to the aiming arm. Using the protection sleeve, drill sleeve and trocar it was found that there is proper alignment from the insertion handle to the nail screw hole. The complaint condition cannot be replicated. It is concluded that this complaint is invalid based on the inability to replicate the complaint.

Event description:
It was reported that when the surgeon tried to lock the screw distally through the aiming arm for a right hip/femur fracture, the screw did not go through the nail - it missed the nail. Surgeon performed a free hand insertion of the screw into the nail. One or more of the devices that create the instrumentation construct may have caused misalignment. This is report 3 of 4 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.